Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The reported issue is confirmed in the provided device logs. During inspection at site, our field service engineers found that the nozzle of the air gas module was defective, and the reported issue has been resolved after replacing the defective nozzle. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No part was returned for investigation. Therefore, no root cause can be defined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).